Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed the catheter was tied in a knot approximately four centimeters from the distal end of the device. Use residue was observed on the device in the returned photograph. No other damage was observed in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported passage of power PICC 5 fr (1st passage), passage of PICC catheter in msd (basilic vein), single puncture, guided by usg with modified seldinger technique, catheter up to 35 cm, with a brachial circumference of 28 cm. On the x-ray, the catheter shows a loop in the clavicular region, I made 03 attempts to flush it, it shows a lot of resistance, I opted to remove the catheter, it has a knot at the tip. The device had been inspected before use. There has been no harm to the patient or the health care professional.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported passage of power PICC 5 fr (1st passage), passage of PICC catheter in msd (basilic vein), single puncture, guided by usg with modified seldinger technique, catheter up to 35 cm, with a brachial circumference of 28 cm. On the x-ray, the catheter shows a loop in the clavicular region, I made 03 attempts to flush it, it shows a lot of resistance, I opted to remove the catheter, it has a knot at the tip. The device had been inspected before use. There has been no harm to the patient or the health care professional.